Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced dyspnea and that the "monitor keeps on flashing white light and keeps" the patient awake and "seems the pacemaker is getting worse." The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.